Event description:
It was reported that the ventilator was stuck to an MRI machine. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". It was reported that the ventilator was stuck to an MRI machine, and a field service engineer was dispatched to investigate. It was determined that the expiratory valve coil, security knob, and console plate needed replacement. Logs were retrieved and returned, along with pictures of the console plate. It was reported by the customer that there was a gauss line present in the mr room and that the ventilator was standing outside it at the time of event, but that at ventilator's wheels had been left unlocked. As the brakes were not locked as expected it is our conclusion that the incident was caused by the user not following the instructions for use and that there was no malfunction on the part of the ventilator system. Our device log evaluation confirms the reported date of event.

Event description:
(B)(4).